Manufacturer narrative:
The involved sample had an ise potassium result of 2.9 mmol/l and an ise chloride result of 105 mmol/l. The customer stated that the rerun for the specimen on their other instrument was 145 mmol/l for ise sodium (previously documented as 146 mmol/l). A specific root cause could not be determined based on available data. The customer was asked to provide additional information for investigation, but this could not be provided.

Event description:
The customer reported that they had been getting questionable low results for an unknown number of patient samples tested for ion selective electrode (ise) sodium. The customer stated that sample results from the day before were questioned by the pharmacy. The samples questioned by the pharmacy were repeated and most repeated well according to the customer. The customer was asked, but could not provide any details for these samples. The customer provided data for two patient samples that were questioned. Of the two patient samples provided, one had an erroneous result that was reported outside of the laboratory. The customer was asked to provide data for any additional samples that were affected, but the customer could not provide any further data. The sample initially resulted as 134 mmol/l and this value was reported outside of the laboratory. The sample was repeated on the other integra 800 and resulted as 146 mmol/l. The repeat result was believed to be correct and a corrected report was issued. It was asked, but it is not known if any patients were adversely affected by the event. No adverse events were alleged. The ise sodium electrode lot number was 21541247 with an expiration date of 12/26/2014. The customer stated that they had some wash clot errors after the affected sample was run. No errors occurred at the time the sample was run. The field service representative determined the cause to be mix tower wash time. He adjusted the wash time. The customer calibrated the ise tests and ran quality controls. All quality control results were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.